Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving unknown baclofen and dilaudid via an implantable infusion pump for non-malignant pain. It was reported that the patient had an MRI (magnetic resonance imaging) earlier that day and they were at the facility to read the pump after the MRI. The rep stated that they got a service code 99 from (B)(6) 2026 that said, 'possible pump damage, the pump is stopped for 1092 hours'. The rep also mentioned the pump started to alarm today because is needs a refill and a low reservoir alarm. The rep was advised to check logs for a motor stall recovery that would show in logs today. The issue was not resolved through troubleshooting. Additional information was received from a manufacturer's representative (rep) and confirmed by the healthcare provider (hcp) regarding the patient receiving baclofen (20mcg/ml at 3.375mcg/day) and dilaudid (2mg/ml at .3375mg/day) via their implantable infusion pump. It was reported that the cause of the issue was unknown. The patient stated their pump was not interrogated after their last magnetic resonance imaging (MRI) for unknown reasons. The hcp completed a refill (B)(6) 2026 when they were notified of this. The hcp was able to aspirate exactly 4.6ml which is what the tablet stated would be in it. The motor stall did not show in the logs from 2026-jun-15but the recovery did. The pump logs were also provided and showed a low reservoir alarm (lra) (B)(6) 2026 with programming performed 2026-mar-16, as well as an lra 2026-jun-14. The logs showed a pump motor stall (B)(6) 2026 at 9:29am, critical alarm 'stopped pump exceeded duration 48 hours' (B)(6) 2026 at 9:29am, and a pump motor stall recovery (B)(6) 2026 at 11:58am.